Event description:
It was reported that the atrial lead impedance was >2500 ohms and the capture threshold was 5.0 v, 0.4 ms in both configurations. Two weeks previous, the patient presented to the emergency room with a heart rate of 140 ppm and feel- ing faint. The patient was young amd active, so the device was programmed to a maximum tracking rate of 140 ppm. The bipolar atrial capture threshold at that time was 2.25 v, 0.4 ms and noise was displayed on the intracardiac.